Event description:
It was reported that, after the plaintiff underwent a left bhr on (B)(6) 2013 due to osteoarthritis, the patient started to experience pain and was worse when he first got up. The patient is a bilateral bhr patient. Lab tests revealed elevated cobalt and chromium ions levels. The right hip was revised on 25-jul-2024 ((B)(4)), where he was diagnosed with metallosis, but the left hip hasn¿t been revised at the time. The current health status of the patient is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). B1, b5 and h6 have been updated. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Abnormal metal ion levels in whole blood that requires no medical or surgical intervention to prevent a permanent impairment of a body function or permanent damage to a body structure is considered not reportable pursuant to the applicable regulations. As of today, the implanted devices, all of which were used in treatment are not accessible for testing. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for head and cup. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Although elevated cobalt and chromium were reported, lab values of 2.2 and 2.8 are well within the known established parameters for bilateral m-o-m implants. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after the plaintiff underwent a left bhr on (B)(6) 2013 due to osteoarthritis, the patient started to experience pain and was worse when he first got up. The patient is a bilateral bhr patient. Lab tests revealed elevated cobalt and chromium ions levels. The current health status of the patient is unknown.